Event description:
Customer obtained an elevated troponin (accu tni) result, above the ami cut-off, for one patient. The initial result of 0.65ng/ml was reported out of the lab. The result was questioned by the physician because did not fit the clinical picture of the patient. The sample was re-tested on the dxc 600i and on a different instrument and results were 0.02 and 0.04ng/ml, respectively. A 2nd sample collected from this patient gave a result of 0.01ng/ml initially, and 0.02 and 0.01ng/ml upon repeat. It is not clear which instrument these results were analyzed on. No reports of death, injury, or change to patient treatment have been reported in connection with this event.

Manufacturer narrative:
A system check performed before the event passed. Two system checks ran on 07/13/09 failed. A field service engineer (fse) was dispatched: a) the fse inspected the instrument and discovered the aspirate probe tubing was misrouted and corrected. B) the fse also noticed the exchange of the reaction vessel (rv) to the incubator belt was not a smoth transition and may have caused splashing. C) the fse verified the repairs per established procedures and results met published performance specifications. Although hardware issues were noted, no definitive root cause could be determined for this event. A malfunction will be assumed for the purpose of this report.